Event description:
It was reported to bsc/target that during the procedure the gdc 18-3d 3d-shape synerg detection circuit detached prematurely inside the pt. Had to use a snare and retrieve the device. Pt is doing ok. But may have suffered a partial stroke. Additional info was received through a co rep regarding the current status of the pt on 5/2002: "the pt is still in the hosp and will have some deficit according to the physician. The specifics have to be determined by the physician. The pt presented with a non-ruptured aneurysm."